Event description:
Spinal stenosis surgery was done on (B)(6) 2013 and developed blood clots afterwards. Was started on blood thinner then developed a hematoma. Stopped blood thinners and a pulmonary embolism. A corids optease filter was put it on (B)(6) 2013. Supposedly filter was recalled on (B)(6) 2013 and I was never contacted. On (B)(6) 2013, was admitted for another pulmonary embolism. This was done at (B)(6).